Event description:
It was reported that a user experienced difficulty seeing the pump¿s black/gray screen and reported recurrent hyperglycemia and hypoglycemia associated with exercise while using the system in automated mode, noting that they do not disconnect the infusion set during activity and that troubleshooting and education were completed, with no alerts or alarms reported. Symptoms included high and low blood glucose episodes. Outcomes included no hospitalization or emergency treatment. Investigation included internal review of user feedback and device use conditions. Investigation of this case revealed user-reported visibility concerns with the display and glycemic excursions temporally associated with exercise without disconnection of the infusion set, with no device alarms or hardware malfunctions identified. It was concluded, based on previously established findings for similar reports, that the cause was user management of exercise and therapy settings/use conditions rather than a device malfunction.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.